Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer changed the infusion set two days prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer's wife later called back to request a replacement insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.